Event description:
It was reported during routine check, the subject device exhibit e224 scope communication error. The intended unspecified procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d8, d9, h3; h4; h6. Corrected fields- b5,e3,g2 the device was returned to repair site olympus for inspection and the reported failure was not confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. In addition, new reportable malfunctions were identified during the device evaluation: no image appears. Based on the results of the investigation, it is likely that the cable failure caused the image function to not work properly and "no image appears" occurred. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibit e224 scope communication error. There were no reports of patient harm.